Manufacturer narrative:
Infant. Concomitant medical product: 10cc ns flush syringe. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the nicu that the rn attached a 10cc ns flush syringe to a non-bd end cap. After securely tightening the connection the nurse placed the syringe into the syringe pump and initiated the infusion. Approximately 10 minutes after the infusion was started the tubing set unintentionally disconnected from the non-bd end cap. There was no patient impact.